Event description:
Per insulet MDR 3004464228-2014-0485, abbott diabetes care has received information reporting that a customer while using an omnipod insulin pump in conjunction with unspecified test strips involved in the recent recall received the following readings on (B)(6) 2014: 83 mg/dl at 7:00 am, 83 mg/dl at 8:00 am, and 150 mg/dl at 8:40 am. It was further reported she self-treated with an 11.15 unit bolus at 8:00 am and an additional 4.40 unit bolus at 8:40 am. Customer self-presented to a local healthcare facility and upon arrival was taken to the labor and delivery unit because she is pregnant. At the hospital she received a reading of 237 mg/dl on her pdm at 10:00 am which was lower than a reading of 287 mg/dl received from a hospital meter at the same time. Customer was treated with unspecified intravenous fluids. It was further noted that "upon removal she noticed there was a lot of condensation in the cannula window". Customer reported she had recently received a letter from adc regarding the recall and now believes this is why she had been getting low readings from her pdm. Customer discarded her pdm and noted she was discharged later in the day. No contact information was provided; therefore no additional follow-up can be undertaken. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The unspecified freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. The test strip lot number is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.